Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The ec45 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a vats wedge procedure, after the new gun was reloaded with the first reload it was fired at the lung tissue. The surgeon found the second firing trigger and it couldn't be fired completely during the procedure. The surgeon reloaded another reload to try again, and she found the same situation occurred at the third firing trigger. It couldn¿t be fired at the lung tissue. Unknown how case was completed. There were no adverse consequences for the patient.